Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The representative, along with the hospital radiologic technologist, found the power line fuses to be blown. The fuses were replaced and the issue was resolved. The blown fuses have not been received by the manufacturer for evaluation. No further issues have been reported.

Event description:
A medtronic representative reported that the imaging system mobile view station (mvs) was not powering on. This reportedly occurred when the user was attempting to send images to the hospital network. The system was plugged into a power outlet without resolution. The line power light was not illuminated. There was no patient present when this issue was identified.